Event description:
A laser tech reported the laser stopped at 2% completion due to an energy message. The company rep was contacted and instructed the customer to restart the laser and the treatment was completed. F/u info from the surgeon indicated the pt was 20/30 following surgery, however, the surgeon had no concerns. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).